Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was a concern that there might be some issue with the ins. The patient was not feeling stimulation even though stimulation was on according to the patient programmer and clinician programmer display. There was not anything unusual in the mdt file, no power on resets (por), no therapy stops because of discharge, no changes to stimulation output made using the patient programmer or insr, nothing unusual in the charging data. The impedance measurements were within normal range.

Manufacturer narrative:
Correction: please note the device serial number has been updated and the manufacturing site has been updated from (B)(4) at this time; as a result, MFR city, state, name, model #/lot #, and device manufacture date have also been updated at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, product type: recharger.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had stimulation feeling and their pain had been improved before the event. However, recently the patient had no stimulation feeling and felt pain. The physician suspected that no stimulation was delivered to the patient and the stimulation output from the device may be unstable. The physician did not consider completely that the device/recharger malfunctioned. The rep will visit the patient to check the device and recharger on a later date. The device settings were: amplitude (v): 1.5 pulse width (us)): 150 impedance (ohm): 800 to 1000 rate (hz/pps): 10 polarity (uni or bi): bipolar electrode# for anode: not specified/unknown. Electrode# for cathode: not specified/unknown. Usage (hrs/day): not specified/unknown. No x-ray images were available. Telemetry data was not available but will be obtained on a later date. Troubleshooting was performed: stimulation adjusted and impedances were measured. Recharging was attempted but failed, the recharger was not fully recharged. Recharging was performed while the physician was present to check it during hospitalization. Charge efficiency was confirmed, recharging was performed while the hcp was present to check it. The issue was not resolved at the time of this report. The physician's observation about severity was not severe. No surgical intervention occurred, but was unknown if planned. It was reported two and a half weeks later that during the adjustment the output was increased to 3v and then 4v from 1.5 v, however, the patient complained of having no feeling of stimulation. If increased output was kept, possibility to reoccur twitching was considered. The patient's condition was thus placed to be monitored for several days with output at 1.5 v in the end. After several days, at outpatient, the patient complained of having no feeling of stimulation. However, the attending physician considered that the patient was perhaps undergoing pain relief and commented that the patient might have been under impression that the patient did not feel stimulation. The patient was anxious about using the ins due to an event already reported in manufacturer report # 3004209178-2017-06490. The patient expected to undergo a replacement procedure, so the ins was replaced with a non-chargeable ins. There were no issues with impedances for the leads, so the leads remained in use. The indication for use was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the no stimulation was considered resolved as no further issues have been reported.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. The ins was initially received in a discharged state but produced good stable output during testing after the ins was charged. If information is provided in the future, a supplemental report will be issued.